Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description of the initial report for more information regarding the specific circumstances of this event.

Event description:
This report is being filed as the evaluation method codes, evaluation result codes, evaluation conclusion codes, and additional manufacturer narrative have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non-boston scientific right ventricular (rv) lead were intermittently high, including one measurement greater than 2000 ohms. It was noted that the patient was only two percent ventricularly paced. This implantable cardioverter defibrillator (ICD) and the non-boston scientific lead remain in service. No adverse patient effects were reported.